Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user of the ilet experienced cellulitis at thigh insertion sites in the context of repeated infusion set placement to a localized area and not rotating sites as directed, with additional misuse of meal announcements as a correction strategy; education was provided on proper site rotation and appropriate use of meal announcements. Symptoms included localized infection consistent with cellulitis. Outcomes included hospital admission and removal of the ilet during inpatient care, with plans to restart the system after discharge and to perform a soft reset due to prior misuse. Investigation included user/support troubleshooting and education, review of usage data, and consultation with clinical educators. Investigation of this case revealed incorrect infusion set site management and patient handling that contributed to the event, as well as off-label operational behavior regarding meal announcements. It was concluded that user technique and handling contributed to the event and that device function and alarms were not implicated.